Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed no related issues. The pump successfully completed the prime sequence and 24-hour exercise test without issue. There was no evidence of damage, defect, or moisture on the pump¿s internal components. The motor assembly was functioning per specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.